Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. There was allegation of inflammatory response. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.